Manufacturer narrative:
B3: date is estimated; month and year are valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they've been having problems with the recharging paddle while charging their implant and the issue started about 3 months ago. Patient mentioned that the paddle and the relay box get hot when charging reached 60-70%, the longer they charge the hotter the device will be; patient added sometimes they charge the implant while sleeping and they would wake up because the paddle was so hot; but patient confirmed that the issue did not leave any burn marks on their skin. Patient mentioned they kept having to reposition the paddle to continue charging the implant but getting 60-70% would take almost 3 hours, the charging kept disconnecting. Patient also mentioned that the implant charge does not last long. Agent sent request to repair to replace the recharging paddle due to the hot temperature and old age. The patient mentioned they've informed their manufacturing representative (rep) this monday and was advised to call the agent.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis results shows that high reading na low reading na no anomalies were visually observed. No device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.